Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
Correction : d2, g4, testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 138280 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 138280 and test base part number 195-430h / lot 134308a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 138280 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient/validation samples.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported (2) false-positive results with the binax now covid-19 ag card testing performed on (B)(6) 2021. Repeat testing was performed. Pcr confirmation testing was completed within the hour and generated negative results. No additional patient information, including treatment and outcome, was provided.